Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to suspicion of premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed prior to the device replacement procedure. No additional adverse patient effects. The product is expected to be returned for analysis.

Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to suspicion of premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed prior to the device replacement procedure. The timeframe in which the estimated longevity change was observed has not been specified. No additional adverse patient effects. The product is expected to be returned for analysis. The device was returned for analysis.